Manufacturer narrative:
Steris contacted the user facility to obtain additional information regarding the reported event. It is likely that the bottles of rapicide were damaged in transit. Through follow-up with user facility personnel, it was discovered that the employees subject of the reported event were not wearing proper ppe while handling the rapicide. User facility personnel were counseled on the proper use of the rapicide pa high-level disinfectant, specifically the importance of wearing proper ppe. A complaint review for the subject lots was performed and confirmed the reported event to be isolated. UDI related data clarification - the model/catalog number subject of the event is not marketed in the united states; therefore, it is not in gudid. No additional issues have been reported.

Manufacturer narrative:
The investigation is currently in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that a few employees received a burn on their hand while removing a bottle of rapicide pa high level disinfectant part a from the box. The user facility did not disclose if medical treatment was sought or administered.